Event description:
Observed intermittent oversensing of the atrial lead and ventricular lead on stored electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5152655.